Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was 185 mg/dl. The customer reported the alarm was resolved by a complete set change. Customer is not able to troubleshoot at time of call because unable to determine the cause of the issue. The customer was returning the product base on her request for analysis.